Manufacturer narrative:
Device was not returned. If additional information becomes available, it will be provided in a supplemental report. Device disposition unknown

Event description:
It was reported through medwatch (mw5091012) "caller called to report that he had to have his hip implant revised due to unintended movement related to the new hip design. On [...] 2019 the reporters femur broke he screamed in pain. On [...] 2019, the femur was repaired with a plate. In [...] 2019 the reporters femur and the plate broke. The reporter's doctor told him that he has had two other hips of that same design fail within ninety days of his original implant date. On [...] Reporter had a revision hip implant by stryker placed however. The reporter got an infection and had it removed on [...] 2019. Currently, the reporter has an antimicrobal hip spacer implanted and is waiting for the infection to heal. Reporter stated that this cost missed time at work; he is self employed and having financial distress nor receiving any income. That he has had to use funds in his 401k retirement savings to provide for him and his family."